Manufacturer narrative:
Correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp continu-flo solution set was found to be in two parts when removed from the packaging. The lower segment of tubing was disconnected at the y-site (clearlink) below the roller clamp; the tubing was compressed above the y-site where the disconnection occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.